Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that during a routine check performed by a getinge field service engineer (fse) the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure during testing. There was no patient involved. It was also stated that when testing k7k8, it was found that the valve group leaks and the valve group needed to be replaced. So, in order to fix the issue, the fse replaced the drive manifold . The fse also completed a preventive maintenance and replaced the 2500 hour maintenance kit. The unit passed all factory-specified performance and safety index tests. The unit was then delivered to the customer and ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported during a routine inspection performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) automatic inflation failed. When testing k7k8, was found that the valve group leaked. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: event site name was shortened due to character limitations. The complete name is: (B)(6) hospital.